Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing of noise resulting in 3 inappropriate shocks. The patient is described as a large habitus patient. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Ts advised at the time of the episodes; the underlying rate was around 50bpm to 70bpm, and the noise stops right post shock delivery. In addition, the presenting s-ECG is showing intermittent low amplitude. Ts provided troubleshooting steps, with pocket manipulation, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode has a history of device sensing issues, and over-sensing of noise resulting in an inappropriate shock. Additional testing at that time did not reveal any malfunction of this electrode. The electrode remains implanted.